Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. Biomed stated that they would order and replace onsite. As per follow up information received on 26aug2022, there was no patient involvement as it was found during calibration. Biomed will replace mixing pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a failed mixing pump. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. Biomed stated that they would order and replace onsite. As per follow up information received on 26aug2022, there was no patient involvement as it was found during calibration. Biomed will replace mixing pump onsite.